Event description:
It was reported that during an unknown procedure, the device's jaws came apart, but did not break off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.